Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery procedure has experienced left-side breast implant rupture. It was also reported that the patient has developed a number of illnesses and symptoms, including but not limited to, rheumatoid arthritis, fatigue, joint pain, muscle weakness, joint stiffness, memory loss, shortness of breath, cognitive dysfunction, chest pains, itching, nausea, dizziness, numbness in her extremities, issues with her vision, skin rashes, sensitivity to light, night sweats, dry eyes, metallic taste, poor wound healing, and hair loss (no histology or laboratory data were provided). As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2017. This report is for the right side.